Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The cause of the ischemia was unable to be determined due to insufficient clinical details. The patient¿s death occurred in the setting of significant underlying comorbidities and critical illness. No information was identified to suggest a causal relationship between the impella device and the reported event.

Event description:
An impella cp was inserted in a 83-year-old male with a known history of coronary artery disease and peripheral artery disease underwent impella support in the setting of a high-risk percutaneous coronary intervention. The patient developed ischemia. At the time of support, the patient was receiving inotropic support, vasopressors, and mechanical ventilation for respiratory support. An impella peel-away sheath was removed, and a bailout reperfusion sheath was used in a vessel with known peripheral artery disease. The impella cp will be conservatively reported for ischemia and death. The patient¿s death occurred in the setting of significant underlying comorbidities and critical illness. No information was identified to suggest a causal relationship between the impella device and the reported event.